Manufacturer narrative:
Manufacturing site evaluation: visual investigation completed using digital microscope. There are rough areas on the basket, however, they do not seem to be what would have caused injury to staff. The failure is supplier related. A review of the complaint database does not indicate a systemic issue and no further action is required at this time.

Manufacturer narrative:
Eval on-going.

Event description:
Country of complaint: (B)(6). Burr on the surface; hospital staff (cssd) injured.